Event description:
The customer contact reported a leak; subsequently, blood loss was noted. The monitoring kit was in patient use for blood pressure monitoring. It was reported that blood loss was noted from the "first stopcock" approximately 1 minute after the kit was in use. The monitoring kit was disconnected and replaced with a new monitoring kit. The patient experienced between 1 to 1.5ml of blood loss. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.